Event description:
Soundstar diagnostic ice catheter used for intracardiac visualization during ablations had an error presented to the biosense webster reps that their "sound" feature would not be working for this catheter. This had no affect on using the catheter as it still showed the intracardiac images, it didn't have the annotation feature that the reps used.